Event description:
Per the audiologist's report, this pt has not performed well since activation of his cochlear implant. Facial nerve stimulation also developed. External equipment was exchanged but this did not resolve the problems. Radiological imaging confirmed proper positioning of the device. Integrity testing performed on various dates showed normal receiver/stimulator function, but some progressive electrode anomalies. Reprogramming was recommended and tried. The surgeon explanted the device in 2007. He found pus in the receiver/stimulator bed which cultured e. Coli. He plans to reimplant the pt with a new device in 6 months once the infection has cleared.

Manufacturer narrative:
This type of event is addressed in the device labeling.